Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported there was no symptom relief. The trial started on (B)(6) 2016 and it did not help at all and there had been no change. The patient was going to talk to the doctor about it on (B)(6) 2016. The patient was feeling stimulation but it was more in his buttocks and back rather than the bottom part. It was up to 8v but it was not helping. The patient had only tried the right side so far and had not tried the left. Additional information received approximately a month later via the healthcare provider (hcp) reported the interstim trial was successful for 6 hours and then was not working. The patient elected not to proceed with permanent implant. It was noted the cause of the patient not having therapeutic effect was trial electrode migration.